Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported that during surgery on (B)(6) 2016 of patient (initials: (B)(6)), it was not possible to unscrew distal restoration stem ref. 6276-7-015 lot caxv30ea using distal stem inserter ref. 6278-1-200. According to the customer the above mentioned stem could not be implanted as a consequence.

Manufacturer narrative:
An event regarding a disassembly issue involving a restoration modular inserter was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation:no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including return of the device, device lot details and operative reports are needed in order to complete this investigation. No further investigation for this event is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Customer reported that during surgery on (B)(6) 2016 of patient (initials: (B)(6)), it was not possible to unscrew distal restoration stem ref. (B)(4), lot caxv30ea using distal stem inserter ref. (B)(4). According to the customer the above mentioned stem could not be implanted as a consequence.